Event description:
It was reported that surgeon was using an arthroscopic shaver blade during a right knee arthroscopy. The surgeon noted tiny metal fragments on the monitor inside the patient's knee. The surgeon determined the metal fragments were from the shaver blade. The surgeon removed the shaver blade from the knee and a new shaver blade was used without further incident. The knee was irrigated at the end of the surgery.

Manufacturer narrative:
The complaint device was reported to have been discarded. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tiny fragment inside patient's knee probable root cause: foreign material left in the device stains corrosion inadequate cleaning process environmental conditions dents scratches shipping damage the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that surgeon was using an arthroscopic shaver blade during a right knee arthroscopy. The surgeon noted tiny metal fragments on the monitor inside the patient's knee. The surgeon determined the metal fragments were from the shaver blade. The surgeon removed the shaver blade from the knee and a new shaver blade was used without further incident. The knee was irrigated at the end of the surgery.